Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: synergy ous mr 2.75 x 38mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified distal stent damage. The distal end of the stent damaged and stretched distally. The undamaged section of the crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube kink, 145mm distal from the distal end of strain relief. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination found damage to the tip. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 09-october-2017. It was reported that crossing difficulties were encountered. The 85% stenosed target lesion was located in a severely tortuous and severely calcified left anterior descending artery (lad). Following pre-dilatation, a 2.75x38mm synergy¿ drug eluting stent was advanced but failed to cross the target lesion after many attempts. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was fine. However, returned device analysis revealed stent damage.